Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment along the side starting from threads and the below bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 05/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the investigation was completed using the returned battery cap. Investigation revealed a cracked battery compartment along the side starting from threads and the below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.